Event description:
Patient (user) states he experienced an urinary tract infection because he reused some of the catheters. Patient's doctor instructed him not to do this. Patient received antibiotics and has recovered.